Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that a doctor had visited a homecare patient and changed the patient's tracheotomy tube. On the following day the patient's condition deteriorated and the patient was removed from the achieva ventilator and taken to the hospital. There was no allegation of a malfunction of the achieva ventilator. The distributor inspected the achieva ventilator and no malfunction was found. Covidien has requested information regarding the type of trach tube that the patient was using prior to the event and the type of trach tube that was being used at the time of the alleged incident, the information was not provided. There has been no report of any negative outcome to the patient.